Event description:
The customer reported that the pump had an alarm. In addition, the customer was hospitalized for high bgs. The customer did not change the infusion set. Bgs were treated with insulin drip. The customer was reconnected to the pump. It was stated that the customer's bgs are under control and customer has had no problems since.